Event description:
It was reported the patient's blood glucose level rose to > 250 mg/dl while wearing the pod between 4 and 24 hours. The patient reported receiving a pod hazard alarm while wearing the pod. Treatment information was not provided.

Manufacturer narrative:
The pod arrived fully deployed. The pod generated an 0x40 alarm, indicating rotational sensor maximum open count exceeded. The rotational sensor failed to transition from open to closed at a consistent pulse width interval. An internal tear was observed on the soft canula, from which fluid was observed to leak. The internal leak resulted in component corrosion, low battery voltages, and fluid damage on the commutator cap, which ultimately led to the reported 0x40 alarm.